Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): we did receive performance data collected from the device and have analyzed the data. The device recorded patient alerts for excessive charge time and charge circuit timeout on (B) (6) 2009. Preliminary analysis found that arcing occurred on the positive side of one of the high voltage capacitors. The damage to the capacitor left it unable to charge. Further analysis noted that an electrical discharge occurred between the edge of one pin of the capacitor connector block and the capacitor case. Evidence suggests that the cause of this discharge was the result of a gas discharge arc between one edge of the connector pin and the closest point on the capacitor case. Such a discharge mechanism is a rare and random event. There was no manufacturing defect detected in the capacitor twin assembly.

Event description:
It was reported the device was at eol (end of life) and had a charge circuit timeout. There was a charge time greater than 30 seconds and the capacitor was not able to charge. Noise was seen on egm with attempt to charge the capacitor. It was also reported the patient was in a coma for 3-4 months and the data had been transmitted via carelink. The device was removed and replaced. It was further reported that the physician believes that there may be a connection between all the CT scans that the patient had received. The patient had received 10 CT scans (thorax, abdomen, pelvic, head) in the 5 weeks prior. No patient complications have been reported as a result of this event.